Manufacturer narrative:
Product event summary: stimulation too high. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient went to see a urologist and installing the device patient was on was part of the hcp's routine. The patient reported that the patient was put on antibiotics and the pain subsided greatly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was feeling uncomfortable stimulation. Patient felt stimulation felt too strong. Ins status was confirmed with the patient programmer (pp), and it showed therapy was on. The amplitude was decreased, and this resolved the uncomfortable stimulation. Additional information reported on (B)(6) 2018 indicated that patient had discomfort. Many times patient would urinate without control and frequently, would have a loose bowel movement with it having the strength changed from program 2 at 3.3 to program 2 at 2.8. There was relief, but patient was having urinary issues again even though patient was antibiotics cipro to metrofurtocin [100 mg 2 times a day ]. It didn't help much. The patient will be contacting another healthcare provider who is skilled in the implant. The patient had the original surgery implant on (B)(6) 2014 by a different doctor. No further symptoms or complications reported/anticipated.